Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and all the buttons were responsive during the investigation. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch close. There was no evidence of moisture internally. Unrelated to the original complaint, the keypad was removed and there was contamination found under the contrast button contact. The battery compartment was observed to be cracked to the left of the bumper pad from the threads traveling down along the side of the bumper towards the case seal. It was also noted that there was a crack in the battery compartment at the case seal below the bumper. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).